Event description:
It was reported that the device was used during a laparoscopical procedure, the locker broke. No pt consequences. One device returning.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.